Event description:
Boston scientific received information that the patient with this pacemaker and right ventricular (rv) lead presented to the emergency room due to shortness of breath. Oversensing of the atrial sensed events were noted on the rv channel. This resulted in asystole for approximately 4 seconds in this pacemaker dependent patient. The oversensing did not occur on atrial paced events. The sensitivity was reprogrammed from 2.5 mv to 4.0 mv which decreased the oversensing, but did not eliminate it. The device was reprogrammed to 6.0 mv and the issue resolved. The device was permanently programmed to 10 mv. All the lead measurements were within normal limits. Later that evening, it was reported there was another 4 second pause in pacing, despite the programming of the device to 10 mv. The patient was asymptomatic. A chest x-ray planned to be ordered.

Event description:
--

Manufacturer narrative:
Additional information received indicated a chest x-ray has not been performed. The patient has declined in condition and is currently in hospice. The device has been programmed to doo. There was no evidence that the patient's declining condition was related to the device function. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time, there is no additional information available. If additional information becomes available, this report will be updated.